Manufacturer narrative:
Additional information received from the customer indicating investigation results of the unit. The results reveal that the fault was not able to be duplicated and that it passed all functional testing. No product returned with inability of smiths medical to perform investigation.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was under infusing. The patient stated that a fourth of the medication remained in the medication bag when the pump stated that infusion was completed. There were no reported adverse events.